Manufacturer narrative:
(B)(4). Alleged failure: insufficient insulation. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation at the tip of the handle was insufficient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: insufficient insulation. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The device manufacturer date is not known. (B)(4).

Event description:
It was reported the insulation at the tip of the handle was insufficient.